Event description:
It was reported that the cartridge pigtail "stretches out" causing occlusions to occur. There was no adverse impact to customer¿s blood glucose level. No additional patient or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.